Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the device and replaced the hybrid board, pigtail and o2 (oxygen) module. A 6yr/30k pm was performed and fio2 (fraction of inspired oxygen) nut was installed .

Event description:
The customer reported that the revel ventilator experienced will not turn off and display is erratically flashing inoperable. The customer confirmed that there was no patient involvement associated with the reported event. The reported issue was detected during scheduled tests.